Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) evaluated the iabp unit and found it to have a safety disk issue. The fse replaced the safety disk and the unit was ok. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that before use it was observed that the cardiosave intra-aortic balloon pump (iabp) had a 5k preventative maintenance (pm) replacement, and the unit initially passed all the test. The following day the customer reported having an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(component codes). The removed safety disk was returned to failure analysis and testing for evaluation. The failure analysis and testing dept. (Fat) received safety disk with a reported unit failure of autofill failure. The failure analysis and testing dept. Installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The safety disk passed all tests. The failure analysis and testing dept. Could not replicate the failure that the customer experienced of autofill failure. Retaining the safety disk in the failure analysis and testing department per procedure.

Event description:
N/a.